Event description:
It was reported that the customer was hospitalized with angina and a blood glucose reading of 582 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's nurse discovered that the customer has not been performing the manual prime when changing her infusion set. The customer's nurse stated that she will address how to properly prime the infusion set with the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.